Event description:
Caller reported that a pump malfunction occurred but no significant events preceded the issue, and the malfunction did not affect the customer¿s blood glucose level. Technical support provided assistance in resetting the pump, and the malfunction did not recur after the reset. Customer was advised to continue using the pump and was instructed to call back if the malfunction reappears.